Event description:
Customer reported device = 50 mg/dl at 9:20 pm. Customer was having low blood glucose symptoms and collapsed. At 10 pm, emergency medical technician (emt) device = 22 mg/dl. Customer was transported to the hospital at 10:30 pm and given a d5 IV. Customer was admitted to the hospital and remained for 3 days prior to being released. No controls were used. A request was made for return product and replacement product was sent.